Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the baby was on therapy and on target temperature. When they put baby back in the crib, the flow rate kept alerting as too low. They did troubleshooting the connections and delivery lines, then changed the device. The flow rate would stabilize for a while then drop again, changed pads and it stabilized. The next shift they experienced the same, the flow rate kept dropping. Later the baby¿s temperature had dramatically dropped too. Troubleshoot the connections, emptied and refilled pad. The last resort was to change the pad again. They spoke to their physician about commencing a slow rewarm, which was then delivered appropriately. It was performed a 2 hour shunt clean out of both device, and diagnostic testing liaising with the gcs team. Both devices passed all tests that was performed. One of the equipment officers in the unit felt that the blue foam delivery lines were warm and flat on both pads. All of the packaging had been thrown out. Stated that the course of treatment was changed, and the baby was put on a slow rewarm, due to the temperature drop. The baby had neuro monitoring brain pins and a safety pin in the crib. Territory manager has established that the capital equipment is functioning normally, and the issue is with the pads. Stated that baby had to go on neonatal pad.

Event description:
It was reported that the baby was on therapy and on target temperature. When they put baby back in the crib, the flow rate kept alerting as too low. They did troubleshooting the connections and delivery lines, then changed the device. The flow rate would stabilize for a while then drop again, changed pads and it stabilized. The next shift they experienced the same, the flow rate kept dropping. Later the baby¿s temperature had dramatically dropped too. Troubleshoot the connections, emptied and refilled pad. The last resort was to change the pad again. They spoke to their physician about commencing a slow rewarm, which was then delivered appropriately. It was performed a 2 hour shunt clean out of both device, and diagnostic testing liaising with the gcs team. Both devices passed all tests that was performed. One of the equipment officers in the unit felt that the blue foam delivery lines were warm and flat on both pads. All of the packaging had been thrown out. Stated that the course of treatment was changed, and the baby was put on a slow rewarm, due to the temperature drop. The baby had neuro monitoring brainz pins and a safety pin in the crib. Territory manager has established that the capital equipment is functioning normally, and the issue is with the pads. It was stated that the baby had goo on neonatal pad.

Manufacturer narrative:
The reported event was confirmed as design related. Visual inspection noted one neonatal artic gel pad was received. Visual evaluation noted the tubing with the connection line pointing to the exterior of the pad was kinked on return which makes this sample applicable to CAPA. This fails to meet specifications, stating there should be no bends in the tube that reduce the internal diameter of the hose. A review of the device history record was not required as this investigation has been addressed by a CAPA. The labeling was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.